Event description:
Meter name: one touch basic. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: shaky. A pt reported they were unable to test on the meter and had to go to the doctor's office for a bg reading. Their meter allegedly would only prompt clean test area message. The result on their meter was unable to test. No comparison. Treatment was unknwon. No further info has been reported.